Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the patient developed a large hematoma and bleeding post deployment of a 6/7f mynx grip vascular closure device (vcd) and had to receive sutures. Additional information was requested but is not available. The reported event of ¿hemorrhage¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issues experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the no change to the indicator. However, handling factors are possible. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: updated section h.6 health effect impact code and added code of "4641 - unexpected medical intervention". Updated section d3 with state location of manufacturer.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient developed a large hematoma and bleeding post deployment of a 6/7f mynx grip vascular closure device (vcd) and had to receive sutures. The device will be returned for evaluation.